Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary (B)(4) preliminary analysis found a power on reset (por) had occurred one day post explant and telemetry was restored at that time. Testing also revealed low battery voltage. The device had met its 99.9% expected longevity and current drain measured high. However, a loss of functionality was not confirmed in the device; further analysis was unable to confirm any anomalous behavior. Without knowledge of the programmed parameters in the device it is not possible to determine if the battery depleted prematurely.